Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7116195/7116493. Product family: scs-lead fixation, upn: m365sc43160, model: sc-4316/sc4318, serial: na, batch: 30626340/27648348.

Event description:
It was reported that the patient was experiencing pain at the ipg site due to infection. Symptoms of fever and puss at the pocket site was noted. The reason for infection was unknown. The patient was given antibiotics and underwent a spinal cord stimulator (scs) explant procedure and was doing well postoperatively. The explanted device components will not be returned as it was kept by the facility.